Manufacturer narrative:
We will submit the follow-up report once the evaluation is completed.

Event description:
Report stated that the chest tube was placed in the patient and the drain hooked up. Once the drain was started bubbling was observed coming from the left side chamber. The pneumothorax got worse so the drain was swapped out and no further issues were observed.

Manufacturer narrative:
Engineering analysis: drain was received and tested. Unit was setup per instruction for use (IFU) and suction applied gradually until gentle bubbling was achieved. Unit functioned as required with -20 cm h2o being supplied to the patient tube per design. Engineering summary/conclusion: no root cause could be determined as the failure mode could not be duplicated. Unit functioned to specification.